Event description:
It was reported in an abstract that discussed the outcome of interspinous distraction devices, that over a two year period, a total pts had treatment of spinal stenosis with the x-stop device. It was noted that some pts had the implants removed. In one removal, it was reported that a late spinous process fracture occurred in a two level implant as a result of erosion. The author had declined to provide any further information at this time.

Manufacturer narrative:
Results - other; attempts made to gather further information from the author were unsuccessful. A search of our database did not return any events that matched those mentioned in the source literature.